Manufacturer narrative:
Testing and investigation found the lower right corner of the device touchscreen was inoperative while the rest of the screen was out of alignment. This was due to fluid ingress which altered the touchscreen characteristics. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate and will not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.